Event description:
It was reported that during a lap myomectomy the enseal x1 curved 37cm (nslx137c) used by dr for lap myomectomy in gleneagles hospital kota kinabalu. The jaw was then dislocated from the shaft and break intra-ops. Surgeon manage to remove the faulty device without much issue, and all part suspected to dislocated successfully remove safely by surgeon. Surgery completed with minor interruption where ot need to replace the faulty enseal x1 with har1136.was surgery delayed due to the reported event? Yes.was procedure successfully completed? Yes.

Manufacturer narrative:
(B)(4).date sent: 7/8/2026.d4 batch # unk.attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot.additional information was requested, and the following was obtained:were there any adverse events (i.e. Infection/complication etc), patient consequences or harm to the patient?ans: no reported ae.attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: were the jaws of the device dislocated into 2 (or more) pieces or were the jaws broken but still attached?this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.